Event description:
Cadd ms3 pump serial number: (B)(4), maintenance on 02/28/2019, is malfunctioning. The pump is not holding the program. Cnss is using the pump to train the pt. The pt has not started the remodulin yet. Diagnosis or reason for use: pah. We are shipping out new pump for pt and are returning the pump that will not program, pt has not started the drug so no adverse effects occurred.